Event description:
It was reported that during a thyroid procedure, the device blade was broken. Used with a gen04. Procedure finished with a like product. No patient consequence. There is no further information available.